Event description:
The customer reported that after pipetting an hbc plate on summit serial number, the technician observed that no reagent was added to well a5. No error was generated. No death or serious injury was associated with this complaint. Complaint number 00487206.